Event description:
Pt family member was mixing medication with prefilled diluent syringe. The luer sleeve adapter dislodged from the glass syringe. Family member was unable to infuse factor with the prefill syringe as there was no adapter to attach to the port needle.